Manufacturer narrative:
Pump passed displacement test and selftest. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly and the connector on the electrical board was locked properly during visual inspection. Pump received with cracked select button keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the buttons of the insulin pump were stuck and they had used the knife. The customer¿s blood glucose level was unknown. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.